Manufacturer narrative:
Due to character limit in block e1 full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a damaged EKG terminal. No patient injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings), h8. Due to character limitation in block e1: initial reporter: (B)(6).

Manufacturer narrative:
Additional information- e1(initial reporter)- (B)(6). Due to character limit:e1(event site address)- (B)(6). Updated fields: b4,d9,e1(telephone),g3,g6,h2,h3,h6(type of investigation, investigation findings, conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue was the ECG connector was damaged. The customer had fixed it by gluing it. Device passed the performance and safety checks according to factory specifications.